Manufacturer narrative:
Gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on properly. The customer advised that upon power on, the display of the device would flash on and off and the device would not complete the boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on properly. The customer advised that upon power on, the display of the device would flash on and off and the device would not complete the boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device was unable to power on. Physio determined that the cause of the reported issue was due to a loose connector on the power pcb/ therapy pcb cable, p20 to j20 was loose. The customer received a replaced device under warranty.

Manufacturer narrative:
(B)(4). The customer provided physio-control with a video of the reported issue which confirmed what was reported. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on properly. The customer advised that upon power on, the display of the device would flash on and off and the device would not complete the boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.